Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a male patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and patient suffered an air embolism air block was confirmed in the right coronary artery. After the catheter was inserted into the patient¿s body, air block was confirmed in the right coronary artery. Considering the risk of product defects, they replace to new products. The condition improved before the air aspiration and ablation was resumed. After that, there was no abnormality until discharge. The physician¿s commented that ¿I am not sure what caused it, but please check the product just in case.¿ the patient was reported as fully recovered. No intervention was required.

Manufacturer narrative:
On 4-aug-2021, additional information was received indicating that no vizigo sheath was used during this procedure. The product information for the sheath that was used during the procedure is unknown. As such, this event will no longer be considered MDR reportable against bwi devices. Maufacturer's ref # (B)(4).